Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-03701. It was reported the pt is experiencing pain at his scs ipg pocket site after his scs ipg migrated due to the pt gaining weight. Additionally, after lifting his spouse, the pt is not receiving effective stimulation. A sjm rep was unable to resolve the issue with reprogramming. Lead diagnostics showed invalid impedance values for the scs lead. X-rays confirmed the lead has migrated. Follow-up identified the physician was unsuccessful in attempting to place a trial lead to see if pain coverage improved. Surgical intervention will be taken for both the scs lead and scs ipg issues.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.